Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was unable to power on. Further investigation traced the issue to a failed internal ic chip.